Manufacturer narrative:
(B)(4). Covidien is submitting this report on behalf of (B)(4), (importer).

Event description:
Procedure: urogynecological. According to the reporter: the pt alleged injury.

Manufacturer narrative:
(B)(4). Supplemental MDR# 01 sent to FDA on 11/12/2014. Exemption number: (B)(4). (B)(4).

Event description:
What was the indication for implantation of transvaginal mesh in this patient? Stress urinary incontinence what were the postoperative complications that this patient developed following transvaginal placement of surgical mesh? On (B)(6) 2002 - underwent vaginal sling (pelvicol) and suprapubic tube. Post operative complications of pelvicol placement: (B)(6) 2003 - suture on the left side extruded through the vaginal epithelium, had cut it twice in the office and still felt an exposed end - scheduled for suture removal interventional surgery: on (B)(6) 2003 - underwent examination under anesthesia for vaginal foreign body - no exposed suture was identified. Following mesh revision did the patient present with serious complications which required additional surgeries? No, as per the available medical records the patient did not undergo any mesh revision surgery.